Manufacturer narrative:
Unable to determine relationship to res#: 91127 due to no device identifier provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer stated she received 4 pods replacements yesterday and today she opened the package and noticed the all pods are completely damaged and melted.no medical intervention or harm to the patient occurred.